Manufacturer narrative:
(B)(4). Device had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched display window cover, scratched case, faded serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. Customer also stated that the reservoir able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.